Event description:
The customer was receiving high blood glucose results. They had been dosing medication based on the results they were receiving. The customer started to have seizures. Paramedics were called and the customer was taken to the hosp. At the hosp the customer's blood glucose was taken and the result was 50mg/dl. The customer was in a coma. They were admitted into the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.